Event description:
The facility reported an infusion pump with batteries that won't hold a charge. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of pump with batteries that won't hold a charge was confirmed. Inspection of the device found that the pump's batteries were depleted. Further investigation found failure code 570 which was caused by low voltage from the depleted batteries which were discharged to a potentially damaging level and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.